Event description:
It was reported that within two months of initial implant the patient's ventricular lead measured high thresholds. A micro dislodgement and perforation were found via x-ray. The patient underwent a lead repositioning utilizing the same lead, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.